Event description:
It was reported that this right atrial (ra) lead had dislodge and was not in contact with the tissue, hence no capture present. The dislodgement was confirmed through fluoroscopy. The lead was explanted. No additional information is available at the moment. No additional adverse patient effects were reported.

Manufacturer narrative:
Based on the instructions for use for this product, dislodgement behavior is a known inherent risk of the use of this lead. This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead had dislodge and was not in contact with the tissue, hence no capture present. The dislodgement was confirmed through fluoroscopy. The lead was explanted. No additional information is available at the moment. No additional adverse patient effects were reported.